Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels, inaccurate sensor glucose readings and bent sensor cannulas. The blood glucose reading was in the 400 mg/dl range, compared with the sensor glucose reading, which was in the 100 mg/dl range. She stated that the high blood glucose levels were due to sickness. The customer also reported issues with the sensor and calibration error alarms. During other instances, the sensor glucose reading was 88 mg/dl, compared with the blood glucose reading of 320 mg/dl, and the sensor glucose reading was 54 mg/dl when the blood glucose reading was 145 mg/dl. Upon troubleshooting, it was found that the customer had not been adhering to proper sensor use protocol and as advised on recommended procedures. The most recent blood glucose reading was in the 100 mg/dl range. Nothing further reported.